Event description:
It was reported that a spectrum pump experienced a sys error 345 during therapy in the ICU care area. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec w/respect to the reported sys error 345 alarm during therapy, which was confirmed and reproduced. The messages were found to be caused by a failed upstream sensor. The upstream sensor was replaced.